Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for aa6144n21 was reviewed and the product was produced according to product specifications. All information reasonably known as of 26 jun 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the patient's mother tried to connect the feed to the transgastric-jejunal tube and noted that the external portion of the tube was lying in the patient's lap and the remainder of the tube was no longer visible, and assumed to be inside the patient's stomach. The patient was brought to hospital and an x-ray confirmed that the tube was in the stomach and small bowel. Approximately 30cm of tubing had broken off into the patient's gi system. An interventional radiology procedure was unsuccessful at retrieving the device. A new device was placed and daily x-rays were performed to track the progress of the broken tubing. The patient successfully passed the tube unassisted and was discharged home. No residual effects reported. Per additional information received on 12 jun 2017, it is unknown how long the tube was in use prior to breakage. The time it took for the patient to pass the device was 3 days.

Manufacturer narrative:
One used device was returned for evaluation. The returned sample was damaged, and the molded head of the mic-key gj was not returned. The balloon could not be filled for testing due to the separation under the molded head. Instead, the balloon was blown up with air to show the appearance of the balloon fabric. The balloon fabric did not appear altered. The sample was visually inspected, and it was noted that the molded head (not returned) had separated from the feeding tube. The separation site exhibited a tearing effect at the bonded location where the components are joined. Under 50x magnification, the site of the tear appeared jagged. The tube length and french size were measured and found to be within specifications. The reported event was confirmed by sample evaluation. The manufacturing process was reviewed, and no process could be identified that would cause the damage observed on the sample. No root cause could be identified. All information reasonably known as of 17-oct-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).